Event description:
This is the third of three reports. This report concerns diam 4.3 drill for tibial screws product ID 519004nd. It was reported "drill was dull. Surgeon had difficulties drilling the tibia". There was a delay in surgery; no injury was alleged due to this malfunction. Additional info was received: the surgery was an ankle arthrodesis. There was a delay in surgery of 30 minutes; there was no injury to the pt alleged due to this malfunction. Pt outcome was reported as a positive outcome. No info on the pt to date'. Integra has requested additional info.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.